Manufacturer narrative:
(B)(4). Batch # r93050. Investigation summary: the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, the reported alert screens were unable to be investigated further. The device was mechanically tested and no anomalies were noted. No issues were noted with opening and closing of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed (i.e. Cut off, forced opened)? If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during an unknown procedure, the device presented several faults. Surgeon does not remember the messages of the console. Finally, the jaw locked making it impossible to open it. They stopped using the device. The procedure was completed successfully. No patient consequence reported.